Event description:
Boston scientific received information that this during the implant procedure, the device was programmed to fibhigh, and after releasing the button, fibrillation continued on for another 2-3 seconds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.